Manufacturer narrative:
Analysis inspected 1 opened/used guardian sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned the sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 151 mg/dl and the sensor glucose level was 60 mg/dl at the time of the incident. The customer reported having issues with the sensor turning off ins error. The customer did troubleshoot the issues. The blood glucose level this morning was 170 mg/dl or 180 mg/dl. The sensor will be returned for analysis.